Manufacturer narrative:
Follow-up # 1 (01/27/2014)-device evaluation: the control solution and test strips involved with this complaint have been returned on (B)(4) 2014 and evaluated by product analysis (pa) respectively on (B)(4) 2014 and (B)(4) 2014 with the following findings: the test strips were evaluated and on performance testing with control solution, the results were found to fall below the labelled range. The control solution was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the solution was found to have glucose content above specifications. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The control solution test was out of range. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.